Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received "lo" (readings less than 40 mg/dl) on the sensor which was lower compared to hcp meter reading. Customer reported experiencing vomiting and seizure and was seen at the hospital where a reading of 15.9 mmol/l (286 mg/dl) was obtained on the hcp meter. Customer was treated with novorapid injection, unspecified infusion to reduce the glucose level and infusion of pain killers. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received "lo" (readings less than 40 mg/dl) on the sensor which was lower compared to hcp meter reading. Customer reported experiencing vomiting and seizure and was seen at the hospital where a reading of 15.9 mmol/l (286 mg/dl) was obtained on the hcp meter. Customer was treated with novorapid injection, unspecified infusion to reduce the glucose level and infusion of pain killers. There was no report of death or permanent impairment associated with this event.